Event description:
Caller reported blood glucose results of 262 mg/dl on compact system, 105 mg/dl on doctor's system within 10 minutes. Reported no adverse event. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.